Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2019-00067. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It has been reported by the hospital that a patient underwent an initial hip replacement surgery. Subsequently, a revision surgery was performed due to infection.

Manufacturer narrative:
(B)(4). Concomitant medical products: medical product: cer bioloxd option hd 36mm catalog #: 650-1057 log #: 2016051572. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It has been reported by the hospital that a patient underwent an initial hip replacement surgery. Subsequently, a revision surgery was performed due to infection.